Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The patient was implanted with heartmate 3 lvas, serial number (B)(6), on (B)(6) 2021. On (B)(6) 2021 at 21:45:00 the patient presented with left sided weakness. A code stroke was called at 22:57:00 and a computer tomography (CT) scan was performed of the patient¿s head. The CT scan revealed a left frontal lobe, temporal lobe, and parietal lobe diffuse cerebral edema, with a left internal carotid and middle cerebral artery occlusion resulting in a large territory ischemic infarct. The patient¿s wife made the decision to place the patient on comfort measuring on (B)(6) 2021. The ventricular assist device (vad) was turned off and the patient expired at 11:21:00 on (B)(6) 2021. The cause of death was determined to be due to embolic stroke. At the time of death, the patient¿s body as in a bleeding state, spontaneous bruising cachexia and despite augmented nutrition the patient was losing weight. No autopsy was performed, and no product will be returned for evaluation. The heartmate 3 lvas instructions for use (IFU) lists stroke and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 29jul2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to embolic stroke one day after implant on (B)(6) 2021 after the family decided to withdraw support. The patient was implanted on (B)(6) 2021, and on (B)(6) at 21:45, right sided weakness was noted by the ICU nurse while the patient was still intubated. Code stroke called at 22:57 with CT of head completed. Just after midnight on (B)(6) 2021, CT results showed diffuse cerebral edema in the left frontal lobe, temporal lobe, and parietal lobe. There were left internal carotid artery and middle cerebral artery occlusions resulting in a large territory ischemic infarct. The patient had a very weak heart, body was in a bleeding state with spontaneous bruising, cachexia, and was losing weight despite augmented nutrition. The pump was working well, considering the dysfunction of the heart. Prior to heartmate 3 implant, the patient was on a centrimag, and was on and off anticoagulation due to a gastrointestinal bleed. Related MFR report number: 3003306248-2021-05699.